Manufacturer narrative:
Other relevant device(s) are: etbf2513c166e, v06276624.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. The devices were deployed successfully in extremely calcified common iliac arteries and severely angulated proximal neck. It was reported that the patient presented to the ER (on an unknown date) with leg claudication and upon CT it was determined that the entire stent graft had thrombosed. Per the physician the event was due to extreme calcification and diseased nature of the iliac arteries, both common and external iliac arteries as well as the tortuosity of the left common iliac artery. The physician noted that a final angio should have been done with the removal of the stiff wire. It is unknown why the entire graft would thrombus. The stent grafts were explanted and open repair was completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that placement of the bifurcate within the severely angulated proximal neck, as well as contra limb placement within the tortuous and calcified left common iliac artery, may have led to blood flow disturbances and eventual occlusion. The distal portion of the left/contra limb was acutely angulated ~130deg laterally within the left common iliac, and the limb appeared kinked/compressed down to ~4 ¿ 5mm ID within this tortuous iliac. This occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.